Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) occurred during drain 4/4 was not confirmed due to a lack of sample and the root cause of the complaint was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during drain 4 of 4. Per the initial report, the home patient (hp) had a system error 2240 (air in the set). The hp did not disconnect. There were no leaks and the unused line was closed. The tsr had the hp cycle power. The tsr assisted the hp to retrieve the cassette. The tsr advised the hp to let the nurse (rn) know about the alarm. Global product surveillance (ps) contacted hp on (B)(6) 2011. The hp was at the end of therapy and chose to finish therapy with manual supplies. The hp did not notice any defects with the original cassette. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is known at this time; therefore a batch review will be conducted. If additional information becomes available, then a follow up MDR will be submitted.